Event description:
Surgeon tried using the harmonic 700 series shears, but the device was not functional and would not seal. A second harmonic 700 series shears was opened and was functional. Minimal delay, no identified harm.